Event description:
It was reported by the patient that he was having an increase in his seizures. The patient indicated that he was at the lowest settings due to coughing and a choking sensation during stimulation at higher settings. He did not feel that the device was working as he has not been able to tolerate increased settings since his generator replacement in 2010. Clinic notes were also received for this patient, which indicate that the patient has pain with stimulation when the settings are increased and also experienced an intense cough. The clinic note also mentions that the generator was interrogated on (B)(6) 2012 and "full diagnostics" were run and everything was ok.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient continues to have increased seizures and the physician has added a fourth medication. The generator settings can still not be increased due to discomfort. The patient was sent for a CT of the neck which showed that the device was intact. A piece of a lead wire from a previously explanted lead was observed in the neck. The surgeon indicated that they may try to remove this piece to see if that helps with the patient issues. At a follow up appointment on (B)(6) 2012, diagnostics were performed and the impedance value was within normal limits (3544 ohms). The physician was able to adjust the patient's setting slightly, by increasing the output current and decreasing the pulse width, exact settings not provided. The physician noted that she would try to titrate the patient further prior to referring him for revision.

Manufacturer narrative:
.

Manufacturer narrative:
Type of reportable event; corrected data: inadvertently listed event as a malfunction instead of a serious injury on the initial report.

Event description:
Clinic notes dated (B)(6) 2014 note that since the addition of keppra the patient has had no breakthrough seizures and his last seizure was on (B)(6) 2014 prior to increasing the keppra dose. It is noted that the patient is not able to tolerate the increased vns settings due to severe coughing and difficulty catching breath despite multiple attempts. It was noted that the patient experiences seizures with sleep deprivation.